Event description:
Patient arrived to (B)(6) to be disconnected from fanny pack/pump which has 96 hrs fluorouracil infusing. Pump securely in the bag with velcro, and noted bag felt cool and damp. Noted that tubing coming off the cassette/pump (approx. 1 in from cassette) was almost completely severed. No a straight cut, but jagged. Pump stopped. Patient denies any wet spots noted on clothes or where the pump has been laying at home. Denies noting any leakage except for pump occasionally beeping "low battery." Pharmacy notified of defective, leaking pump tubing. Tubing, bag and outer bag placed in a chemo plastic bag and taken to pharmacy to be kept if needed to review.